Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
From literature: within the article schirren et al. 2019, 7 complications were reported for patients using aequalis fracture for hemiarthroplasty and 3 complications were reported for patients using aequalis reversed fracture for rsa. Of the 7 aequalis fracture complications - 4 went on to have revision surgery. Of the 3 aequalis reversed fracture complications, 1 was an acromial fracture, 1 case of tubercle displacement and 1 case of tubercle resorption.